Manufacturer narrative:
(B) (4). The device has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, the reported result was not found in the meter's memory log.

Event description:
Customer reported receiving an inaccurately high reading on his freestyle flash blood glucose meter as compared to a laboratory meter. Customer received a reading of 161 mg/dl compared to a lab reading of 89 mg/dl within a 10 minutes timeframe. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.